Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the malfunction occurred due a circuit board failure. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the insufflation unit's supply pressure sensor did not work properly. There were no reports of patient involvement.